Event description:
It was reported that the health care provider (hcp) wanted to arrange a transesophageal echocardiogram (tte) but the examination was pending due to unstable oxygenation status of the patient. After the heparin line was given the flow increased from 2.7 liters per minute (lpm) to 3.1. The patient's blood oxygenation level was around 87-89%, but their heart rate and blood pressure were stable. The hcp had not performed any further intervention and decided to observe this case. The patient was reportedly stable and would be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through review of the submitted log files. It was reported that the patient experienced frequent low flow alarms and was admitted to the emergency room (ER) on (B)(6) 2021. Computed tomography (CT) with contrast was performed and occlusion of the outflow graft was suspected. The patient was stable and treated with an anticoagulant. After treatment, flow reportedly increased above the low flow threshold. The patient continued to be monitored. A video of the CT scan was reviewed. The outflow graft was not shown in the video, therefore, no occlusion was observed. The submitted system controller and lvad event log files, which collectively contain data captured from (B)(6) 2021 to (B)(6) 2021, showed low flow events in addition to periods of elevated pump power, flow, rotor displacement, and noise that appeared consistent with a foreign material being present the pump and interfering with the rotor. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), before ultimately expiring on (B)(6) 2022 due to non-device related reasons. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists thrombosis as an adverse event which may be associated with the use of heartmate 3 lvas and addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) with frequent low flows. The patient was admitted to the hospital. Review of the patient's log files showed increases in pump power and flow followed by low flows and low power. Low flow alarms were not seen in the patient's log files, but flow appeared to be lower than the patient's baseline. A computed tomography (CT) scan with contrast was performed, and the patient's healthcare provider suspected occlusion of the outflow graft. The patient was placed on a heparin line. Further treatment for this patient would be discussed.